Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the circular seal was cut and disengaged. The outer seal was partially pulled away from the fabric. The cannula and envelope seal appeared intact. The obturator was received inserted in to the cannula. Prolonged insertion can cause the envelope seal to become stretched. Pmv performed functional testing; the device failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut and disengaged circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, laparoscopic appendectomy procedure, while on the insertion of the clipper, the device had an air/gas leak from the seal and the reducer fell into the patient¿s cavity but was then retrieved using a seizure instrument. A new device was used in order to complete the case. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while on the insertion of the clipper, the device had an air/gas leak from the seal and the reducer fell into the patient¿s cavity but was then retrieved using another instrument. A new device was used in order to complete the case. There was no patient injury.